Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced pain and developed a hematoma. On (B)(6) 2025 the hematoma was drained. Per the opinion of the physician, the root cause of the event was a damaged blood vessel near the carotid incision that was not repaired during the procedure. Following the drainage, the pain and the swelling resolved.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was a damaged blood vessel near the carotid incision that was not repaired during the procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).